Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log review confirmed the reported statement that the patient's bgs went high following an infusion set change where the cannula fell out of the site and was leaking insulin. The second infusion set change at 7 pm on (B)(6) and reported meal announcements resulted in the patient's bgs dropping back into range at approximately 10 pm. The cause of this event is attributed to the cannula not inserted properly during a supply change leading to insulin not being delivered.

Event description:
On (B)(6) 2025, a patient called and reported experiencing a hyperglycemic event on 5/14/2025 with fatigue, resulting in hospitalization. The patient reported their infusion set cannula came out of their skin (after changing their infusion set at 7 am). The patient reported eating breakfast but after a few hours, their bg did not come down, so the patient checked their site and recognized it was leaking and the cannula was not inserted into the skin. The patient performed a second infusion set change at 7 pm, however their bgs were not coming down fast enough, so the patient drove themselves to the hospital. At the hospital, the user was treated with IV insulin, as well as a meal announcement as they remained connected to the ilet. The patient's bg came into range and was released. At home the patient ate a normal dinner and announced a usual-sized meal at 6 pm followed by a less than meal at 7 pm. The patient's bgs went back up so they went back to the ER for observation only. The patient's bg came back into range and the patient was discharged on (B)(6) 2025.